Manufacturer narrative:
Product ID a810, serial# unknown, product type: software ,product ID a810, product type: software. Product ID a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-may-29. The rep indicated he was able to successfully update the pump today with a tablet after first resetting the alarm settings using the instructions in ndhf1478-184884 with an 8840. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Product ID a810, product type software. Product ID a810, product type software. H6: corrected device coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 555 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2019. It was reported the a810 clinician programmer had a service code 139 and 140. The hcp attempted to update a patient's pump 5 times but continued to get service code 139 and 140. The hcp was not near electromagnetic interference and they did not interfere with the communicator during telemetry. The progress bar was showing communication with the pump during the update was moving along at a normal speed. Upon interrogation of the pump they do not see any service codes, and the code 139 and 140 appear only after they attempt to update the pump. The hcp was in the refill and adjust workflow and were adjusting the reservoir volume and nothing else. The hcp was still experiencing the same issues with the failed pump update and are concerned there was an issue, so they don't feel comfortable sending the patient home. It was confirmed that all pump programming was correct along with normal event logs. Trouble shooting consisted of having the hcp try two other environment/examining rooms, end sessions, re-boot the tablet, utilize the cord between the tablet and communicator. The hcp stated the same issue continues. The code on the message screen was not resolved. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. Several different tablets were used, updated the pump several times (B)(6) 2019. The meaning of the codes was: last update failed 140, update failed reason unknown 139. The cause of the service codes 139 and 140 were not determined. The service code 139 and 140 has not been resolved.